Event description:
T was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. The customer managed the low blood glucose level by consuming carbohydrates.